Manufacturer narrative:
Device evaluation: lens was returned in liquid in lens case/vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. (B)(4).

Manufacturer narrative:
The reporterr indicated the lens was explanted on (B)(6) 2019. The lens was exchanged for a longer lens and the problem was resolved. Patient code: 3191 - secondary surgical intervention, lens exchanged. Claim#: (B)(4).

Manufacturer narrative:
PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -09.00 diopter, in the patient's right eye (od), on (B)(6) 2018. The lens was reported as having low vaulting. The lens remains implanted. Explantation of the lens is not planned to date. The reporter indicated the cause of the event was unknown.